Manufacturer narrative:
(B)(4). The reported output anomaly was confirmed in the laboratory. The device was tested on the bench and the hv output transistors were noted to be damaged due to hv delivery into a low impedance load. The cause of the low impedance load could not be determined.

Event description:
It was reported that the patient presented to the clinic after receiving a shock. Upon interrogation, shorted output stage detection, as a result of the shock was observed. The output circuitry was noted to be damaged. Low hv lead impedance was also noted. The device was explanted.